Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that after the cataract surgery, the patient experienced with corneal edema on the incision sight. The patient was on medication and healed after one week of treatment. Patient condition was good.

Manufacturer narrative:
Additional information is provided in sections h.6 and h.11. The company representative was able to replicate the issue. The IV pole printed circuit board (pcb) and the fluidics module were both reseated to address the issue. However, before leaving the facility, the surgeon asked to have the entire console replaced and the system was not tested at that time. The entire console replacement is currently pending. Additional information has not been provided, to date. Based on the information obtained, the root cause of the reported event is inconclusive. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).